Event description:
As reported by anonymous reporter, "chiron microkeratome was used to perform a corneal flap. The flap did not heal and in fact melted, causing a central scar requiring a corneal transplant on 9/20/94. MFR denied this could ever happen."